Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment. The programmer powered up and worked as expected. (B)(4).

Event description:
It was reported that the programmer's display screen flickered and froze to the point that it was unusable. The display was also unresponsive to the stylus pen. The programmer was returned for repair. No patient complications have been reported as a result of this event.